Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: crease fold and opening curved on anterior leak test and microscopic analysis was performed which identified: opening on anterior (valve bond edge) and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order: (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.